Event description:
Patient cadd legacy sn (B)(4) was alarming "no disposable pump won't run" verified disposable was attached and aligned. Switched to back up pump and running. No side effects/issue reported by patient from malfunction. Replacement pump scheduled for shipment today and patient will return pump. Dose or amount: 81nkm. Frequency: continuous. Diagnosis or reason for use: pulmonary arterial hypertension.